Event description:
It was reported that the user slipped on ice, fell onto the ilet pump, and observed a cracked screen after the impact, after which the screen was not usable and the pump could not be used. There was no report of patient harm. Outcomes included device replacement and instructions to shut down the device, return it using a provided label, and restart therapy on the replacement, with guidance to continue cgm use via the dexcom app or receiver and to sync data to the mobile app before return. Investigation included collection of a photo of the damage and verification of shipping and return logistics. Investigation of this case revealed physical damage to the display consistent with external impact, with screen fracture and resultant loss of usability of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was accidental damage due to user mishandling from a fall.